Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient's upper aligner was scratching the cheek, tongue and gums to the point of bleeding and raw spots. The lower one was cutting into the tongue. The form was marked true for inflammation, bleeding and discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.